Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. No lead issues were noted that would have caused or contributed to the observed dislodgement.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant, due to helix mechanism issues. After successfully positioning the ra lead, the helix mechanism would not deploy. The physician attempted to reposition the lead but the helix mechanism would still not deploy. A different lead of the same model was implanted. No adverse patient effects were reported.